Event description:
It was reported that the customer's insulin pump had been suffering motor errors. His blood glucose was unknown at the time of reporting. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to moisture damage to the force sensor resistor. The excessive no delivery alarm test and occlusion test could not be performed due to the prime anomaly. However, the insulin pump passed the basic occlusion test and displacement test. The motor was tested outside of the device and passed. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.